Manufacturer narrative:
(B)(4).

Event description:
It was reported that during patient use a ventilator display was blank. There is no report of patient harm as a result of this event.

Manufacturer narrative:
Received additional information stating patient was placed on a second ventilator. Unit was returned to covidien's workshop to download devices logs as there was no internet connection at the customers site. No parts were replaced all calibrations and tests passed according to covidien's specifications.